Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided.

Event description:
It was reported 90% had to recalibrate and some just did not pass. There was no patient involvement as this was found during preventative maintenance.

Manufacturer narrative:
Root cause: a root cause for 90% of pump modules needing to be recalibrated with some not passing was not identified during the investigation with the returned pump module. A review of the device history record showed the device had a manufacture date of 14jan2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue that 90% of pump modules had to be recalibrated and some just did not pass could not be confirmed. The device is used for treatment purposes.

Event description:
It was reported 90% had to recalibrate and some just did not pass. There was no patient involvement as this was found during preventative maintenance.